Event description:
The consumer contacted dexcom to report a hardware error on the receiver. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the reported hardware error code on the receiver. Based on the evaluation, no product deficiency was identified.